Event description:
It was reported that the pressure level setting of the valve could not be changed after an MRI.

Manufacturer narrative:
The valve was returned at a pressure level setting below 0.5, but could be adjusted to all pressure levels at the first attempt. The valve was patent but did not pass leak testing due to multiple needle puncture holes on the reservoir. This precluded siphon and reflux testing as well as measurement of pressure flow characteristics and preimplantation testing. The instructions for use that accompanies the valve notes that exposure to MRI systems of up to 1.5 tesla will not damage the strata valve mechanism but can change the performance level setting. A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.